Manufacturer narrative:
Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for does not attach/detach & difficult/unable to operate on lot # 8347605. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd autoshield duo pen needle 30ga 5mm has been found experiencing two cases of safety shield failure during use. The following has been provided by the initial reporter: it was reported that at least 2 pen needles that would not lock into place and continued to turn. When removing the needle from the pen, the spring is unloaded and not correct verbatim: the insulin pen needle. The bd autoshield duo lot # 8347605 had at least 2 pen needles that would not lock into place and continued to turn. When removing the needle from the pen, the spring is unloaded and not correct.